Event description:
Found cut in power cord exposing bare metal wires. No injury reported.

Manufacturer narrative:
Tech found cut in power cord exposing bare metal wires. Replaced the power cord to resolve this issue. Problem found prior to delivery.